Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with dome scratches on screen. Review of the device data log could not be downloaded. Functional testing included use testing. The device was powered on and it alarmed ec 1660 which is an issue with processor on the circuit board. Based on evidence, the complaint was confirmed. The root cause was identified as circuit board.

Event description:
Information was received indicating that a smiths medical cadd-legacy pump gave error code 1660. There are no known adverse effects to patient.